Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp (omsc). Omsc could not review the service and manufacturing record because the serial number was not provided from the facility. There was no malfunction report of the subject device concerning the events. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled ¿the effectiveness of the rectal administration of low-dose diclofenac for the prevention of post-endoscopic retrograde cholangiopancreatography pancreatitis¿. The literature reported the result of ercp (endoscopic retrograde cholangiopancreatography) procedures for 147 patients at the user facility between january 2016 and march 2017. In the subject procedures, pancreatitis occurred in 13 patients. The literature reported that olympus duodenovideoscope (tjf-260v) and gastrovideoscope (gif-2t240) were used in the procedures. There was no information on which model of the endoscope was used in each procedure. Further information could not been obtained. This is regarding tjf-260v.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".